Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the distal portion of the lead was returned. Two external abrasions which breached the outer insulation and exposed the outer coil were noted at 6.cm to 6.9 cm and 7.5 cm to 8.2 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This record is to report an event observed during analysis.